Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient's lead attached to their skull became disconnected. One of the anchors was in and one was not. The patient discovered this because they were having a 'spell' and so they put a pillow under their neck and pushed the lead back into place, causing the patient to open their eyes and take a deep breath. X-ray images showed that the lead migrated 1/4 inch. The patient had the whole system replaced on (B)(6) 2018. No further complications were reported.